Event description:
As reported by an affiliate, a physician preformed a percutaneous coronary intervention procedure to a marginal vessel with mild stenosis (class a). The approach was transradial, with a 6f terumo sheath and 6f guiding catheter. The physician delivered a 2.5 x 13 cypher stent to the lesion successfully. When trying to deploy the stent by direct stenting, the physician saw that the balloon was not responding and that the pressure in the indeflator was not rising above 1 to 2atms. There was no indication of leakage. The physician attempted to remove the stent, but due to minimal expansion of the stent, it was fixed to the stenosed area. The physician rotated the indeflator rapidly and apparently achieved better inflation (yet insufficient), and was able to remove the stent delivery system. A new balloon was used to post dilate the stent to his nominal size. The stent was implanted at the desired location and no further stenting was required. There was no visible damage to the stent delivery system and there was no injury to the patient.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis, but the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
See additional information (product return date) and (additional code of balloon burst). During product analysis, it was discovered that there was a balloon burst. Complaint conclusion: the complaint received states that the cypher stent sds had inflation difficulty. As reported by an affiliate, a physician preformed a percutaneous coronary intervention procedure to a marginal vessel with mild stenosis (class a). The approach was transradial, with a 6f terumo sheath and 6f guiding catheter. The physician delivered a 2.5 x 13 cypher stent to the lesion successfully. When trying to deploy the stent by direct stenting, the physician saw that the balloon was not responding and that the pressure in the indeflator was not rising above 1 to 2 atms. There was no indication of leakage. The physician attempted to remove the stent, but due to minimal expansion of the stent, it was fixed to the stenosed area. The physician rotated the indeflator rapidly and apparently achieved better inflation (yet insufficient), however, was able to remove the stent delivery system. A new balloon was used to post dilate the stent to the nominal size. The stent covered the target lesion and no further stenting was required. There was no visible damage to the stent delivery system and there was no injury to the patient. One non sterile cypher select + 2.50 mm x 13 mm was received coiled inside a plastic bag. Bends were observed at the distal area of the sds; this condition on the shaft could be related to the way the unit was sent for the analysis. The balloon was already inflated and the stent was not received. No other anomalies were observed on the returned unit. An attempt was made to inflate the balloon using an indeflator; however, it could not be inflated since a leak was observed in the balloon. The balloon was observed under microscope and a burst was found (axial tear). Sem analysis results showed that the balloon external surface exhibited evidence of abrasion; internal surface showed no anomalies. This balloon burst exhibited no other surface anomalies that could have caused the failure. Marker bands showed no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "inflation difficulty-partial or slow" could not be evaluated since the balloon was found burst; however this condition could be related to the failure expedience by the customer. The exact cause of the balloon burst could not be conclusively determined. Controls were in place during the process to prevent this type of failure from leaving the facility. Neither the product analysis nor the DHR review suggests that the failure is related to the manufacturing process; therefore, no corrective or preventive actions will be taken at this time. The complaint of failure inflation difficulty was not confirmed as the complaint of balloon rupture was confirmed. The exact cause of the balloon burst could not be conclusively determined. Controls were in place during the process to prevent this type of failure from leaving the facility. Neither the product analysis, nor the DHR review suggests that the failure is related to the manufacturing process; therefore, no corrective or preventive actions will be taken at this time. One non sterile cypher select + 2.50 mm x 13 mm was received coiled inside a plastic bag. Bends were observed at the distal area of the sds; this condition on the shaft could be related to the way the unit was sent for the analysis. The balloon was already inflated and the stent was not received. No other anomalies were observed on the returned unit. An attempt was made to inflate the balloon using an indeflator; however, it could not be inflated since a leak was observed in the balloon. The balloon was observed under microscope and a burst was found (axial tear). Sem analysis results showed that the balloon external surface exhibited evidence of abrasion; internal surface showed no anomalies. This balloon burst exhibited no other surface anomalies that could have caused the failure. Marker bands showed no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "inflation difficulty-partial or slow" could not be evaluated since the balloon was found burst; however this condition could be related to the failure expedience by the customer. The exact cause of the balloon burst could not be conclusively determined. Controls were in place during the process to prevent this type of failure from leaving the facility. Neither the product analysis nor the DHR review suggests that the failure is related to the manufacturing process; therefore, no corrective or preventive actions will be taken at this time.